Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that patient started stimulator system trial the day before reported event date. The patient reports stimulation was working at the hcp (healthcare provider) office but once he came home he was not feeling stimulation even when he turn stimulation up to 10volts. The patient reports he went to hcp office the morning of reported event date and they told him to call manufacturer. After troubleshooting the patient could not feel stimulation. Additional information reports trial was explanted on (B)(6) 2014. It was noted that there was not fifty percent or greater symptom reduction. The patient accidentally dislodged wires putting on clothes. It was noted that the patient recovered without permanent impairment.